Event description:
It was reported that after insertion of the iab, and at the onset of pumping, the balloon did not appear to be deflating properly. The balloon was manually deflated and the iab was removed and replaced without any complications.